Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that the alarms resolved following the system controller exchange.

Event description:
It was reported that a backup battery fault alarm occurred on the patient's system controller every time the black power cable was disconnected from a power source. The system controller was replaced.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter address line 1: zentrale warenannahme / aufgang 14.

Manufacturer narrative:
Section d4, catalog number: corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm when the black power cable is disconnected can be confirmed. The evaluation of the returned system controller, serial number: (B)(6) and the backup battery (B)(6) revealed a bent pin in the battery connector. The bent pin was straightened out and the alarm resolved. The battery manufacture date was 08jan2024 and the last full recharge date was 14may2024. The system controller was functionally tested, and it was found to function as intended. The data log files were successfully retrieved. The event log file contained data captured from 12may2024 to 14may2024. The recorded information revealed that when the black power cable is disconnected there were backup battery faults alarms. The data captured on (B)(6) 2024 at 10:43 revealed that both power cables were disconnected from the external power (14v batteries) resulting in a no external power alarm. The information recorded on (B)(6) 2024 at 18:29:19 revealed that the driveline was disconnected and reconnected at 18:29:42. There were no active alarms prior to driveline disconnection. The remaining data revealed that the backup battery fault alarms continued to occur when the black power cable was disconnected. The backup battery was disconnected at 16:25 on (B)(6) 2024 and at 16:32 the driveline was disconnected and the system controller was removed from the system. The periodic log file contained events recorded from 04may2024 to 14may2024 where the set speed was adjusted on (B)(6) 2024 from 5000 rpm to 5100rpm. The recorded data did not add any new information regarding the reported event. In conclusion, a bent pin was confirmed in the backup battery connector resulting in a backup battery fault alarm when the black power cable is disconnected. The specific root cause for the bent pin was not able to be determined. The device history records were reviewed, and the records revealed the system controller (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The backup battery, serial number: (B)(6) was also observed to pass all initial manufacturing testing per the manufacturing test datasheet. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use covers the steps for properly installing the backup battery in the system controller. This section also warns, "do not use damaged, defective, or expired batteries. Using a damaged, defective, or expired battery may reduce operating time during a power-loss emergency or cause the pump to stop." No further information was provided. The manufacturer is closing the file on this event.